Manufacturer narrative:
(B)(4). Visual examination of the returned product identified signs of use in the form of surface scuffs and marks. A portion of the distal geometry was found to be fractured off and not returned. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. The device has a potential field age of over seven years and exhibits signs of repeated use. The root cause of the reported event is attributed to wear and tear from repeated use over time. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a trial bearing fractured. Attempts to obtain additional information have been made; however, no more information is available.